Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery it was noticed that all of the screwdriver blades are worn down and will not hold a screw properly. It was unknown if the surgery completed successfully. There were no patient consequences. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This complaint involves (4) devices. This report is for (1) matrixmandible/thorax scrwdrvr blade self retaining-long. This report is 1 of 4 for (B)(4).